Event description:
It was reported that a couple of hours after the patient started using the cassette, an alarm went off while run was displayed on the screen. So she changed the pump to another one, but the alarm persisted. After that, she attached the first pump back to the cassette, and then the alarm was settled. There was no patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.